Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for acne vulgaris: clindamycin; for asthma: albuterol; for depression: fluoxetine and fluoxetine; for facial pain: butalbital w/aspirin and caffeine; for sinus allergies: nasonex; for tension headache: butalbital w/aspirin and caffeine; for vitiligo: desonide. Concomitant products included butalbital w/aspirin,caffeine, clindamycin, desonide, estradiol, fluoxetine, hydrocodone, mometasone furoate (nasonex), ondansetron, oxycodone/apap (oxycodone w/paracetamol), progesterone and salbutamol (albuterol). In 2011, the patient experienced menstruation irregular ("irregular menstrual cycles") and hormone level abnormal ("hormonal imbalance due to hysterectomy"). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and abdominal distension ("bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/left side of abdomen"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), tension headache ("tension headaches (with facial pain post essure implant)"), facial pain ("tension headaches (with facial pain post essure implant)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and tooth disorder ("dental problem"). The patient was treated with surgery (she underwent bilateral salpingectomy and total hysterectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the migraine, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased and tooth disorder outcome was unknown and the tension headache, facial pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, facial pain, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, tension headache, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for acne vulgaris: clindamycin; for asthma: albuterol; for depression: fluoxetine and fluoxetine; for facial pain: butalbital w/aspirin and caffeine; for sinus allergies: nasonex; for tension headache: butalbital w/aspirin and caffeine; for vitiligo: desonide. Concomitant products included butalbital w/aspirin,caffeine, clindamycin, desonide, estradiol, fluoxetine, hydrocodone, mometasone furoate (nasonex), ondansetron, oxycodone/apap (oxycodone w/paracetamol), progesterone and salbutamol (albuterol). In 2011, the patient experienced menstruation irregular ("irregular menstrual cycles") and hormone level abnormal ("hormonal imbalance due to hysterectomy"). In (B)(6) 2011, the patient experienced weight increased ("weight gain") and abdominal distension ("bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/left side of abdomen"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), tension headache ("tension headaches (with facial pain post essure implant)"), facial pain ("tension headaches (with facial pain post essure implant)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and tooth disorder ("dental problem"). The patient was treated with surgery (she underwent bilateral salpingectomy and total hysterectomy for removal of essure), surgery, surgery, surgery, surgery, surgery and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the migraine, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased and tooth disorder outcome was unknown and the tension headache, facial pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, facial pain, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, tension headache, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her demographic was updated. Her historical medication were added. Lab data was added. Essure insertion date was updated. Essure lot number was added. Essure indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: irregular menstrual cycles, hormonal imbalance due to hysterectomy, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), tension headaches (with facial pain post essure implant), dysmenorrhea, dyspareunia (painful sexual intercourse), fatigue, weight gain, bloating and dental problem were added. She was recovering from events: tension headaches (with facial pain post essure implant), bloating and recovered from pelvic pain, abdominal pain. On (B)(6) 2018: no new clinical information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for acne vulgaris: clindamycin; for asthma: albuterol; for depression: fluoxetine and fluoxetine; for facial pain: butalbital w/aspirin andcaffeine; for sinus allergies: nasonex; for tension headache: butalbital w/aspirin andcaffeine; for vitiligo: desonide. Concomitant products included acetylsalicylic acid;butalbital;caffeine (aspirin;butalbital;caffeine), clindamycin, desonide, estradiol, fluoxetine, hydrocodone, mometasone furoate (nasonex), ondansetron, oxycodone;paracetamol, progesterone and salbutamol (albuterol). In 2011, the patient experienced menstruation irregular ("irregular menstrual cycles") and was found to have hormone level abnormal ("hormonal imbalance due to hysterectomy"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/left side of abdomen"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), tension headache ("tension headaches (with facial pain post essure implant)"), facial pain ("tension headaches (with facial pain post essure implant)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), tooth disorder ("dental problem/teeth issues"), constipation ("constipation issues"), hot flush ("hot flashes"), cold sweat ("cold sweats"), hyperhidrosis ("hot sweats"), ovarian disorder ("ovaries are in shock") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (she underwent bilateral salpingectomy and total hysterectomy for removal of essure/kept ovaries,cerv). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the migraine, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, tooth disorder, constipation, hot flush, cold sweat, ovarian disorder and blepharospasm outcome was unknown and the tension headache, facial pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, blepharospasm, cold sweat, constipation, dysmenorrhoea, dyspareunia, facial pain, fatigue, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, ovarian disorder, pelvic pain, tension headache, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient went in for surgery to have a removal and have to reschedule for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. On (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for acne vulgaris: clindamycin; for asthma: albuterol; for depression: fluoxetine and fluoxetine; for facial pain: butalbital w/aspirin and caffeine; for sinus allergies: nasonex; for tension headache: butalbital w/aspirin and caffeine; for vitiligo: desonide. Concomitant products included acetylsalicylic acid;butalbital;caffeine (aspirin;butalbital;caffeine), clindamycin, desonide, estradiol, fluoxetine, hydrocodone, mometasone furoate (nasonex), ondansetron, oxycodone;paracetamol, progesterone and salbutamol (albuterol). In 2011, the patient experienced menstruation irregular ("irregular menstrual cycles") and was found to have hormone level abnormal ("hormonal imbalance due to hysterectomy"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/left side of abdomen"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), tension headache ("tension headaches (with facial pain post essure implant)"), facial pain ("tension headaches (with facial pain post essure implant)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), tooth disorder ("dental problem/teeth issues"), constipation ("constipation issues"), hot flush ("hot flashes"), cold sweat ("cold sweats"), hyperhidrosis ("hot sweats"), ovarian disorder ("ovaries are in shock") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (she underwent bilateral salpingectomy and total hysterectomy for removal of essure/kept ovaries,cerv). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the migraine, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, tooth disorder, constipation, hot flush, cold sweat, ovarian disorder and blepharospasm outcome was unknown and the tension headache, facial pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, blepharospasm, cold sweat, constipation, dysmenorrhoea, dyspareunia, facial pain, fatigue, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, ovarian disorder, pelvic pain, tension headache, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient went in for surgery to have a removal and have to reschedule for a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. On (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added-eyelid twitching. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (underwent a total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for acne vulgaris: clindamycin; for asthma: albuterol; for depression: fluoxetine and fluoxetine; for facial pain: butalbital w/aspirin and caffeine; for sinus allergies: nasonex; for tension headache: butalbital w/aspirin and caffeine; for vitiligo: desonide. Concomitant products included acetylsalicylic acid;butalbital;caffeine (aspirin;butalbital;caffeine), clindamycin, desonide, estradiol, fluoxetine, hydrocodone, mometasone furoate (nasonex), ondansetron, oxycodone;paracetamol, progesterone and salbutamol (albuterol). In 2011, the patient experienced menstruation irregular ("irregular menstrual cycles") and was found to have hormone level abnormal ("hormonal imbalance due to hysterectomy"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/left side of abdomen"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), tension headache ("tension headaches (with facial pain post essure implant)"), facial pain ("tension headaches (with facial pain post essure implant)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), tooth disorder ("dental problem/teeth issues"), constipation ("constipation issues"), hot flush ("hot flashes"), cold sweat ("cold sweats"), hyperhidrosis ("hot sweats") and ovarian disorder ("ovaries are in shock"). The patient was treated with surgery (she underwent bilateral salpingectomy and total hysterectomy for removal of essure/kept ovaries,cerv). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the migraine, menstruation irregular, hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, tooth disorder, constipation, hot flush, cold sweat and ovarian disorder outcome was unknown and the tension headache, facial pain and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, cold sweat, constipation, dysmenorrhoea, dyspareunia, facial pain, fatigue, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, ovarian disorder, pelvic pain, tension headache, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. On (B)(6)2013, hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event was added- constipation issues, hot flashes, cold sweats, hot sweats, ovaries shock,. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.